Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted, resolving the patient's pain. There were no complications during the procedure.

Manufacturer narrative:
Correction: section h6 health effect - impact code should have been 4627 instead of 4629 in the initial report. This correction is reflected in this additional report 1.